Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the adjustment of the roller pump occlusion was not possible. An alternative device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.